Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, there were problems with power. The device started chugging, stopped cutting, and the lights on the machine flashed. The patient had a very large uterus with fibroids. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-00831 and medwatch 2210968-2008-00833. The same patient is represented in each medwatch.